Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿¿¿s report was confirmed. A faulty usb connector board was causing the drive not to function properly. Additionally, a faulty patient board set was discovered and causing no image to appear when 180 series scopes were used. The top cover, bottom chassis, and rear panel all had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center wasn¿t connecting with the other parts on his tower, causing no image to appear. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
D9 ¿ the field was answered incorrectly on the initial report. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Also, a definitive root cause of the connector issue (not being connected to the other part of the tower) could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.